Event description:
Customer reported blood glucose results of 300 mg/dl and 80 mg/dl within 10 minutes on the advantage system. Customer reported no symptoms for which she self-treated. No adverse event reported. A request was made for the return of the system, replacement was sent.